Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During advancement through guide catheter the amphiprion deep detached. The balloon disengaged from the device. The balloon had stuck in the introducer. The detached part was removed from the patient.

Manufacturer narrative:
The physician was attempting to use an amphirion deep balloon to treat a 60mm below the knee lesion with 70% calcification. The vessel was moderately tortuous and had a 4mm diameter. The device was prepped as per the IFU with no issues identified. The procedure used a 6 fr non-medtronic sheath and a 0.014" guidewire. The vessel was not pre-dilated. No resistance was encountered advancing the device. No excessive force was used and the device was not passed through a previously deployed stent. The detached part was removed from the patient using a lasso. The procedure was completed using another balloon. No patient injury was reported. If information is provided in the future, a supplemental report will be issued.